Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the atrial lead, the lead became dislodged twice. It was no longer used and replacement lead was successfully implanted.